Event description:
The passeo-14 peripheral balloon catheter was selected for dilatation of a mid to distal ata stenosis. The passeo-14 was positioned at the mid ata and ready to be inflated. It was noticed that the balloon was not able to be inflated as the pressure was not able to be build up when turning the inflation device. The balloon was then fully removed and replaced with another passeo-14 to continue the procedure.

Manufacturer narrative:
Please note that the initial report was submitted by biotronik, inc. ((B)(4)). The final report was submitted by biotronik ag ((B)(4)). The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. During the technical investigation the reported complaint event could be reproduced. Already upon flushing the guidewire lumen, water leaked from the inflation port at the device hub. During balloon inflation the same was observed, i.e. The pressure did not hold and water leaked from the guidewire port at the device hub. The leakage could be identified at the distal weld inside the device hub and was most likely induced during the welding process. In addition, a pinhole was detected at the distal balloon portion. In close vicinity to the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure, indicating that the pinhole was potentially caused during balloon inflation. The root cause for the reported event (i.e. Inflation issues) is most likely related to the manufacturing process. The relevant internal departments were informed about the investigation results. Additional information: the most probable root cause was identified as a leak at the distal weld inside the hub of the affected devices. Excessive heat exposure during the distal soft welding process was determined to favor the formation of leaks, indicating a link to the manufacturing process. As a part of the corrective action, process parameters for distal soft welding were optimized by reducing maximum welding power. In addition , the pressure testing procedure was refined to ensure consistent detection of potential deviations by adapting the positioning of the wire during testing. The risk assessment of the corrective action confirmed that, considering the event rate and the potential harm to patients, the associated risk is negligible. The final effectiveness test demonstrated that the corrective action was successful. Since its implementation, no further complaints with the same root cause have been reported.

Event description:
The passeo-14 peripheral balloon catheter was selected for dilatation of a mid to distal ata stenosis. The passeo-14 was positioned at the mid ata and ready to be inflated. It was noticed that the balloon was not able to be inflated as the pressure was not able to be build up when turning the inflation device. The balloon was then fully removed and replaced with another passeo-14 to continue the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. During the technical investigation the reported complaint event could be reproduced. Already upon flushing the guidewire lumen, water leaked from the inflation port at the device hub. During balloon inflation the same was observed, i.e. The pressure did not hold and water leaked from the guidewire port at the device hub. The leakage could be identified at the distal weld inside the device hub and was most likely induced during the welding process. In addition, a pinhole was detected at the distal balloon portion. In close vicinity to the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure, indicating that the pinhole was potentially caused during balloon inflation. The root cause for the reported event (i.e. Inflation issues) is most likely related to the manufacturing process. The relevant internal departments were informed about the investigation results.